Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was receiving compounded sufenta, bupivacaine, and clonidine (doses and concentrations were not specified) via an implantable pump for spinal pain. It was reported that the patient had a pump pocket seroma on (B)(6) 2016. On (B)(6) 2016 office visit, the patient reported pump pocket swelling. The clinician exam showed extensive ecchymosis around pump pocket and flocculence. The physician discussed evacuation of pocket seroma with the patient. The incision was well approximated without redness, drainage and odor and observation was planned until their next visit. On (B)(6) 2016, office visit examination showed the incision was well approximated without redness, swelling, drainage or odor. As surgical intervention, seroma evacuation of entire system was performed on (B)(6) 2016. The procedure performed was to evacuate the pump pocket seroma post pump refill. The evacuation yielded 12.5 cc of serosanguineous fluid and no culture was sent to the laboratory for evaluation. The etiology of the event was noted as not related to the device or therapy and possibly related to the implant procedure (pump pocket). The outcome was indicated to be 'resolved without sequelae' as of (B)(6) 2016. No further complications were reported/anticipated.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient's pump pocket seroma was aspirated with a needle on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient's baseline weight was (B)(6) lbs.